Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced the blood stream infection on an unreported date ¿since (B)(6) ¿ (not further specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified ¿bsi¿ (blood stream infection) coincident with the use of a one-link needlefree IV (intravenous) connector. The cause of the blood stream infection was not reported. No further detail was provided regarding the use of the one-link needlefree IV connector with regard to the reported event. Information on the treatment for the bsi and the patient¿s outcome was not provided. No additional information is available.